Event description:
It was reported by the customer that a pyxis medstation es system all devices was on critical override. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was on critical override a technical support specialist interface services utility to server to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.